Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 30-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had the initial implant put in the lead was put upside down and thinks it ended up shifting downward. Patient had device replaced in 2016. Patient stated she fell and thinks something happened at that time because everything was working fine up until then. Patient stated she fell sometime after (B)(6)2015 and the beginning of 2016. Patient stated they ended up removing everything and putting in all new components in the beginning of 2016. Patient states they spent over 3 hours trying to get off scar tissue. No further patient symptoms or complications were reported in this event.